Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 580 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer experienced nausea, vomiting and dry mouth from their high blood glucose. The customer declined to check for the presence of leaks and air bubbles on the insulin pump. It was also found the customer had a bent cannula after removing their infusion set. The insulin pump also passed a second high pressure test during troubleshooting. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.